Event description:
It was reported that when a patient was seen in (B)(6) 2015, the implantable neurostimulator (ins) remaining battery life showed a lower amount of battery time left, somewhere between 12 and 24 months. The patient was using higher voltages around six volts. Stimulation was not able to be adjusted and the patient programmer display showed the "call your doctor" icon and a power on reset (por) condition the day of the report. The patient hadn't had any procedure or imaging done to the reporter's knowledge. A low ins battery was a possible cause of the por. Two days later, there were impedance readings of greater than 4000 ohms on all bipolar pairs. The patient wasn't feeling stimulation sensation and the amplitude was around 8 volts. The patient did feel some stimulation during the impedance test. A manufacturer representative would be meeting with the patient and managing healthcare professional in two days to discuss a possible lead revision. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the error code associated with the por was an image of a telephone and a doctor. The cause of the por was determined to be low battery life. The patient was experiencing no symptoms and was not feeling stimulation at 6.3v. The troubleshooting performed was an impedance check and the high impedances did not resolve. The cause of the impedance issue was not determined. No lead fractures were noted and no troubleshooting, interventions, or other actions were taken to resolve the event. The patient would be receiving a replacement on 2015-(B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that the patient was doing well following replacement and at time of discharge was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial # (B)(4), product type: programmer, patient. Product ID: 3093-28, lot # va03y4m, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was later reported that the patient replacement had been rescheduled for (B)(6).